Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient myocardial infarction, cardiac enzyme elevation, vascular dissection and serious injury appear to be related to operational context. In this case it is likely that the reported myocardial infarction, cardiac enzyme elevation, vascular dissection and serious injury are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: updated device information.

Event description:
(B)(4) - elevated cardiac biomarkers were observed during post-procedure monitoring following treatment with a diamondback coronary orbital atherectomy device. A type a dissection was also noted. The healthcare provider documented that the elevation in biomarker levels and type a dissection were not life-threatening, did not result in permanent impairment of a body function or permanent damage to a body structure, did not lead to a serious deterioration in the health of the subject, and did not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The event did not result in additional or extended hospitalization. Additional information received indicated the clinical event committee reviewed images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed to a myocardial infarction.

Event description:
(B)(6) - elevated cardiac biomarkers were observed during post-procedure monitoring following treatment with a diamondback coronary orbital atherectomy device. A type a dissection was also noted. The healthcare provider documented that the elevation in biomarker levels and type a dissection were not life-threatening, did not result in permanent impairment of a body function or permanent damage to a body structure, did not lead to a serious deterioration in the health of the subject, and did not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The event did not result in additional or extended hospitalization. Additional information received indicated the clinical event committee reviewed images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed to a myocardial infarction.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient myocardial infarction, cardiac enzyme elevation, vascular dissection and serious injury appear to be related to operational context. In this case it is likely that the reported myocardial infarction, cardiac enzyme elevation, vascular dissection and serious injury are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: catalog number updated.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient myocardial infarction, cardiac enzyme elevation, vascular dissection and serious injury appear to be related to operational context. In this case it is likely that the reported myocardial infarction, cardiac enzyme elevation, vascular dissection and serious injury are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
Ecl-088-052 - elevated cardiac biomarkers were observed during post-procedure monitoring following treatment with a diamondback coronary orbital atherectomy device. A type a dissection was also noted. The healthcare provider documented that the elevation in biomarker levels and type a dissection were not life-threatening, did not result in permanent impairment of a body function or permanent damage to a body structure, did not lead to a serious deterioration in the health of the subject, and did not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The event did not result in additional or extended hospitalization. Additional information received indicated the clinical event committee reviewed images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed to a myocardial infarction.